Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.